Event description:
It was reported that a patient presented with high capture thresholds, low pacing impedance, r wave amplitude variation, under-sensing, failure to sense, and user concern from the physician noted on the patient's right ventricular lead. Corrective programming changes were made. No adverse patient consequences were reported.